Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient was admitted into the emergency room. The patient was intubated and appeared unconscious. A lead integrity alert had triggered. Interrogation of the implantable cardioverter defibrillator (ICD) showed delayed detection. Additionally, the patient was experiencing symptoms of arrhythmia. The device was reprogrammed and remains in use. The patient was awaiting further diagnosis from a cardiologist. No further patient complications have been reported as a result of this event.